Event description:
The consumer alleges that after using the walgreen's double action denture cleanser, it caused her to develop chronic lichenoid and histocytic mucositis with ulceration and hyperkeratosis.